Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user was unable to infuse the balloon with water.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found a pinhole at the inflation funnel that allowed water to leak out from the drainage funnel. Functional evaluation inflated the balloon with air while submerged in water and found bubbles leaking from the pinhole. Origin of the pinhole could not be determined. Exact cause of sample condition could not be determined and could not be assigned a manufacturing related process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿ [contraindications] method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).

Event description:
It was reported that the user was unable to infuse the balloon with water.

Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error on a 3500a form. The reported event was found to be exempt from reporting, per exemption e1998006.

Event description:
It was reported that the user was unable to infuse the balloon with water.